Manufacturer narrative:
(B)(4). Evaluation, results: (device evaluation pending). Conclusion: (cause of the event is unknown).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a fusiform 77mm diameter and 130mm in length abdominal aortic aneurysm. The proximal neck was 20.1 mm in diameter and 48 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 15 mm in diameter. The right internal iliac artery measured 21 mm in diameter and the left internal iliac artery measured 19.2 mm in diameter. It was reported that the delivery system caught on a wire, which was unable to move back and forth. The physician experienced difficulties inserting the delivery catheter. The physician felt difficulty when moving the delivery catheter forward to the ipsilateral position. The physician realized that the delivery catheter was getting stuck on the guide wire during inserting; the physician proceeded to insert the delivery catheter with the guide wire. There were no difficulties deploying the stent graft. But looking at the delivery system after it was removed; it was observed that the nosecone was not retracted into the outer sheath completely. No clinical sequelae were reported and the patient is fine. The physician commented that if guide wire was broken it may have contributed to insertion difficulties.

Event description:
Evaluation summary: the complaint was confirmed; another manufacturer's guidewire was moving abnormally through the guidewire lumen. The cause of the event was due to damage to the guidewire. The root cause of the damage to the wire could not be determined.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.